Event description:
Reporter indicated that the site's programming wand was unable to establish communication with pt's generators. Troubleshooting was performed, but did not resolve the issue. The wand has been returned to the MFR for analysis, but analysis is not yet complete.